Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30118292l number, and no non-conformances related to the reported complaint condition were identified. (B)(6). (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that a ¿thrombus¿ was adhered to the tip of the thermocool® smart touch® sf bi-directional navigation catheter when removed from the patient¿s body. The catheter was flushed and confirmed that irrigation was out and the procedure ended as it was. Right pulmonary vein gaps were crushed and re-isolated after which the rear wall was also isolated. Approaching the low voltage zone on the posterior wall with watts carried out at 20-35 watts. Since the radio frequency (rf) energy was performed using the maximum rf energy time, the ablation index per point when ending the front wall was at 450 and the back wall was at 400. Rf energy stopped and did not exceed 40 seconds at the longest. Output was approximately 35 watts on the front wall and 30 watts on the rear wall. The esophageal temperature sensor was 20 watts - 25 watts. The contact force value was 33 g at the highest average force. Instantaneously high contact force is also on, especially near the roof. The pump¿s irrigation flow rate was normal as per the instructions for use (IFU); in the case of "30 w or less 8 ml / min · 31 w or more 15 ml / min". The smartablate generator was at power ramp duration off, temperature setting warning was at 39 with the temperature cut off set at 40¿. Impedance setting max cut-off 250o; spike cut off 60o/0.5s min cut off 50o; irrigation control settings set at: high flow8 to15; low flow 2, pre rf time 1, post rf time 5, low fluid warning 100. Rf delay time was 1 sec. Post rf time 5 sec. Rf delivery method was a combined use of point by point dragging and point by point. No abnormality was seen during the procedure and there was no abnormality with the function of the product before inserting it into the patient. The procedure was completed without patient's consequence. Additional information received on 2/3/2019 confirmed the system did not present any errors messages and confirmed the patient has not exhibited any neurological symptoms since the procedure was completed. The issue of thrombus is considered and MDR reportable malfunction.